Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The sizing of the device determined by transesophageal echocardiogram (tee). At 0 degrees, the laa was 23mm; at 45 degrees, the laa was 23mm; at 90 degrees, the laa was 25mm; at 135 degrees, the laa was 30mm. During the procedure, the close criteria was satisfied and tension test was twice performed. The amulet was successfully implanted after couple of partial recaptures. The device compression was in a marshmallow shape. Thirty minutes after the implant procedure, the device was embolized. Patient started having atrial arrhythmia and they performed ultrasound, the device was found in mitral valve (mv). There was partial obstruction of blood flow. The patient was reported stable and went to cardiovascular (cv) surgery for the removal and left atrial appendage (laa) excision. The device was retrieved and the mitral valve was intact and did not need to be repaired. The patient remained hemodynamically stable throughout the procedure. The patient was admitted in the hospital for 5 nights. The patient was reported recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization, arrhythmia, and obstruction/occlusion were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that after the implantation of the device, the device was embolized. The patient started having atrial arrhythmia and they performed ultrasound, the device was found in mitral valve (mv). There was partial obstruction of blood flow. The patient was reported stable and went to cardiovascular (cv) surgery for the removal and left atrial appendage (laa) excision. The device was retrieved and the mitral valve was intact and did not need to be repaired. The patient was reported recovering. Based on the information received, a cause for the reported device embolization could not be determined. The reported patient effect arrhythmia and obstruction/occlusion appears to be related to device embolized. There is no indication of a product quality issue with respect to manufacture, design, or labeling.